Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. However, the pump had intermittent button response due to cracked keypad dome switch on the select button. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a dented retainer ring. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 16-apr-2025 and 15-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review on the date range on 09-apr-2025 to 16-apr-2025 (pertaining to both svn (B)(4) /event date 16-apr-2025 and svn (B)(4)/event date 15-apr-2025) in the pump history file and found 2 lostsensor1alert on (B)(6) 2025, 2 lostsensor1alert on (B)(6) 2025, 2 lostsensor1alert on (B)(6) 2025, 4 lostsensor1alert on (B)(6) 2025, 2 sensorsignalnotfound alert on (B)(6) 2025, 1 lostsensor1alert (780) on (B)(6) 2025, and 2 lostsensor1alert (780) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor signal not found alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-keypad/button error (intermittent button response) confirmed. Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). The sc1 cap and reservoir locked properly into reservoir compartment during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and feeling sick. The customer blood glucose value was 26 mmol/l at the time of the event. The customer reported hyperglycemic event was treated with manual injection, insulin drip, emergency room visit and over night hospitalization stay. The customer reported diabetic ketoacidosis was treated with manual injection and overnight hospitalization stay. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer discontinued to use of the device, mmt-1885 was requested for return, and the device returned for analysis.